Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate automatic mode switch (ams) caused by far r oversensing. Programming changes were made to restore normal parameters. There were no patient consequences.

Event description:
New information received notes there was continued far r oversensing. Further programming changes were reported. There were no patient consequences.